Manufacturer narrative:
Complaint conclusion: as reported in the literature article by ¿jeon, e. Y., cho, y. K., yoon, d. Y., kim, d. J., & woo, j. J. (2015). Clinical outcome of angiosome-oriented infrapopliteal percutaneous transluminal angioplasty for isolated infrapopliteal lesions in patients with critical limb ischemia. Diagnostic and interventional radiology, 22 (1), 52-58. Doi: 10.5152/dir.2015.15129;¿ there was one case of arterial perforation and severe bleeding that occurred immediately after infrapopliteal percutaneous transluminal angioplasty (ip-pta) for a lesion of the anterior tibial artery (ata). This case was successfully treated with coil embolization and additional recanalization was performed for the posterior tibial artery (pta), which was considered the nontarget artery, and it was classified as a partial success based on the angiosome score. A 2.0¿3.0 mm semi-compliant savvy long balloon catheter was used with a non-cordis guidewire to cross the lesion. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿arterial perforation and severe bleeding¿ as a result of using the product, could not be confirmed as the device was not returned for analysis, nor were procedural images provided. The exact cause could not be determined. Vessel damage, such as a dissection, is a known potential adverse event associated with any procedure in which multiple devices are introduced into the patient. In this particular case the patient had an infrapopliteal percutaneous transluminal angioplasty (ip-pta) for a lesion of the anterior tibial artery (ata). This involves the introduction of a sheath, stiff guidewires, balloons, catheters, and stents. Any of these devices could have led to arterial perforation and severe bleeding as these are all risks factors that may occur during angioplasty. According to the warnings in the safety information in the instructions for use ¿to reduce the potential for vessel damage the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the stenosis. Do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Carefully inspect the catheter prior to use to verify that the catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. If resistance is felt upon removal, then the balloon, guidewire and the sheath / guide catheter should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath/guide catheter as a unit and withdrawing both together, using a gently twisting motion combined with traction. Before removing catheter from sheath/guide catheter it is very important that the balloon is completely deflated. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Possible adverse effects include, but are not limited to, the following: hemorrhage/hematoma, intimal tear, perforation of the vessel wall.¿ based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Event description:
As reported in the literature article by ¿jeon, e. Y., cho, y. K., yoon, d. Y., kim, d. J., & woo, j. J. (2015). Clinical outcome of angiosome-oriented infrapopliteal percutaneous transluminal angioplasty for isolated infrapopliteal lesions in patients with critical limb ischemia. Diagnostic and interventional radiology, 22 (1), 52-58. Doi: 10.5152/dir.2015.15129;¿ there was one case of arterial perforation and severe bleeding that occurred immediately after infrapopliteal percutaneous transluminal angioplasty (ip-pta) for a lesion of the anterior tibial artery (ata). This case was successfully treated with coil embolization and additional recanalization was performed for the posterior tibial artery (pta), which was considered the nontarget artery, and it was classified as a partial success based on the angiosome score. A 2.0¿3.0 mm semi-compliant savvy long balloon catheter was used with a non-cordis guidewire to cross the lesion. The device was clinically used and will not be returned for analysis.